Event description:
It was reported that three days post implant, the patient came into the clinic indicating that the device was making a tone. During the visit, the patient indicated that the tone heard was the tone when the magnet is applied. The patient's cell phone was noted to be in the pocket on the same side as the device at least one of the times that the patient heard the tone, but the phone was not in the pocket at least one other time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an audible alert sound. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).